Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f7f mynxgrip vascular closure device (vcd) was stuck and does not go down to the vessel. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f7f mynxgrip vascular closure device (vcd) was stuck and did not go down to the vessel. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the procedure sheath was on the catheter, fully retracted, and the advancer tube was observed to have been deployed on the catheter shaft as received. The sealant and syringe were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1901401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant, a complete physical evaluation could not be performed. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.